Event description:
The reporter stated that the unit would not infuse medication. The pump was in the body/weight mode. The medication and rate were unknown. There was no patient injury or treatment associated with this event.